Event description:
It was reported to covidien on 07/21/2009 that a customer had an issue with a safety syringe. Customer states that the seal around the needle is degraded. When the nurse injected into the patient the needle broke off.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.